Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) greater than 250 mg/dl, but less than 500 mg/dl with polyuria. Reportedly, the patient discontinued pump therapy at the time of the call. It was reported that the patient was hospitalized and treated by a healthcare provider (hcp) on (B)(6) 2014. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached by customer technical support for further information. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an alleged inaccurate delivery issue.